Event description:
Esophageal adenocarcinoma with peritoneal carcinomatosis that underwent dual lumen powerport placement to rij (right internal jugular), lot# reev2356, for chemotherapy. She underwent staging CT, port accessed for imaging study without issue per rn note. Post CT, patient with reported pain at port site with noted swelling and ttp (thrombotic thrombocytopenic purpura) per chart review. CT imaging revealed extravasated contrast adjacent to the port within the superior right anterior chest wall. Port was de-accessed without heparin or saline flush with warm compress applied. Consult placed to ir by oncology for eval. Patient scheduled for port removal and replacement of dual lumen portacath for continued chemotherapy. This is the 4th report of this lot and device failure!